Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the size large humeral tray would not engage in size large short stem. Doi: (B)(6) 2025 dor: (B)(6) 2025 affected side: left shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed device history batch null. Device history review null.

Event description:
Additional information received states that there appeared to be some dimensional inconsistency between the locking ring of the complaint part and the new part of the same product.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d9 and h6 (medical device problem code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "it was reported that the size large humeral tray would not engage in size large short stem." The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment (fw external pic MDR). Photos were provided for review, however the photos only show part and lot number and no other observation pertaining to the nature of the reported event could be identified. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the medtech orthopaedics (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> according to the information received, " it was reported that the size large humeral tray would not engage in size large short stem." The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team forwarded the device to warsaw site. Visual inspection of the returned device found that the reverse humeral shell l 40+0 appears to have a smaller diameter than expected. Furthermore, the manufacturing investigation was able to confirm the reported allegation, as multiple lots were mixed up during the manufacturing process. This product issue has been address through the j&j medtech orthopedic quality management system. A dimensional inspection was performed and the reverse humeral shell l 40+0 did not met the drawing specifications. A functional test was not performed since the mating device was not returned, however, based on the dimensional issue, it is reasonable to conclude that the device was unable to assemble its mating device. A manufacturing record evaluation was performed for the finished device product code: 550000400 lot number: 663156, and a manufacturing irregularity was identified. The overall complaint was confirmed as the observed condition of the reverse humeral shell l 40+0 would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device product code: 550000400 lot number: 663156, and a manufacturing irregularity was identified. Device history review ==> a manufacturing record evaluation was performed for the finished device product code: 550000400 lot number: 663156, and a manufacturing irregularity was identified. H11 additional narrative: corrected: h3.